Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has been showing a gradual rise on ra lead pacing impedance. The values are out of range at this time. Per field representative, there was no noisy signals nor threshold or sensing issues. Calcification or scar were considered as possible options. They will keep monitoring the patient as they are not atrial paced. The ra lead remains in service. No adverse patient effects were reported.